Event description:
Customer reported not being able to power on their freestyle flash glucose monitor for approx 2 days. Customer then reported loosing consciousness. Customer was transported to a local hospital where upon arrival a glucose result of 22 mg/dl was obtained on an unk brand of meter. Customer was diagnosed with hypoglycemia and reported staying in the hospital for five days. Exact treatment administered to stabilize glucose levels is unk.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.